Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2021. Blood glucose reading was over 500 mg/dl. The customer was treated with insulin drip. Troubleshooting for the customer¿s low blood glucose was declined. The insulin pump will not be returned for analysis.